Event description:
It was reported that a patient underwent a left inguinal hernia repair procedure on (B)(6) 2012 and mesh was used. The patient experienced an infection post operatively. On (B)(6) 2012 the patient returned to the hospital, febrile with drainage from the wound. The surgeon cleaned and drained the wound and medication was provided. It is reported that the patient has recovered.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.